Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a bent cannula on the insulin pump. Customer stated that she pulled down her pants in the bathroom and the infusion set came out. Customer stated that her site was bleeding and bruised and looked like a straight line. Customer stated that she was sent a 9mm length cannula when she originally asked for a 6mm length cannula. Customer's blood glucose reading was 116 mg/dl. Replacement product is being sent.